Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that on two separate occasions, the autopulse deployed, but shut down after a few minutes. Batteries were replaced with the same result. Manual CPR was administered. No other info was provided.